Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that the patient had expired because the cardiac resynchronization therapy defibrillator (crt-d) had not done what is was supposed to do. It was alleged that the crt-d was related to the patient's death. Additional information related to the cause of death was requested but not received.